Manufacturer narrative:
Result: worn locking mechanism. Damaged headboard with sharp edges; missing motion interrupt pan, and bed unable to attain its minimum height due to a loss of limits.

Event description:
It was reported by service report that the bed would not go all the way down; the motion interrupt pan was missing; the pt head left siderail would not lock in the upright position, and the headboard was damaged with exposed sharp edges. It is unk if there was any pt involvement or adverse consequences to report.